Manufacturer narrative:
Customer was not able to answer questions, even though asked on 4 separate occasions. Customer generator was sent in for repair. Repair was completed on 5/4/2023. No issues were found with the unit, or accessories, that were returned for testing. All outputs are within specifications. Unit passed all safety testing. Customer finally answered initial questions on 5/8/2023, providing the information shown in the attached email. According to the customer, they are using the device to complete a vasectomy while using the generator at power settings of 26-32 watts. In review with our clinical team, and recommended power settings, it was found this is too high for this procedure. Recommended power settings according to our clinical team are around 10watts. Complaint confirmed. Root cause is determined to be user error, by operating at a higher than recommended power setting for this type of procedure. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation. A follow up report will be submitted.

Manufacturer narrative:
We are continuing to gather additional information from the customer to confirm the full affect on the patient. This is the first complaint recorded with (B)(4) of all lots. A follow up report will be submitted once we have received additional information.

Event description:
The customer alleged that the a942 is shocking the patient during use.